Event description:
It was reported that the device delivered inadequate high voltage output during an arrhythmic storm. An induction test was performed, and the device was reprogrammed to resolve the event. The patient experienced no adverse consequences or symptoms due to the event. The physician did not allege a malfunction against the device.